Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2009. It was reported that the patient had pain at her ipg pocket site due to the size of the ipg. The physician decided to explant and replace the ipg with a smaller model. No further patient complications were reported.